Manufacturer narrative:
(B)(4). This complaint for the report of peritonitis - no malfunction or use error is not confirmed. The cause is undetermined. A batch review of suspect lots was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of a home patient's (hp) who was hospitalized for peritonitis the hp was treated with antibiotics (type, dose and frequencies were unknown). The hp remains hospitalized and was reported to be recovering from this peritonitis event.